Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had pulled back and exhibited loss of capture. The lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.